Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
A pt with a multi-fragmented, unstable colles fracture was implanted with a lcp volar distal radius plate on (B)(6), 2011. In (B)(6) 2011, the pt complained of "irritation" and it was noted that 4 of 5 distal screws were broken. All implants were removed on (B)(6) 2011 and the fracture was noted to be healed. This report is #3 of 4 for the same event.